Event description:
This spontaneous report was received on (B)(6)-2012 from a (B)(6) female consumer reporting on self from the united states. The medical history included high blood pressure and barretts esophagus. The concomitant medications included aspirin 81mg daily, b12 500 mg daily, b6 200 mg daily for vitamin supplementation, vitamin d3 400 iu daily, lisinopril 20/12.5 mg once daily since years for high blood pressure and prilosec (omeprazole) 20.6 mg daily for barretts esophagus. On (B)(6)-2012, the consumer started using k-y brand liquid personal lubricant vaginally nickel size once for lubrication (lot number 0021c and expiration date 28-feb-2013). She did not use the device further. After two days, she was hospitalized with urinary tract infection and kidney infection. She had presented with pain and pressure. The events were treated with intravenous medications and morphine for pain. Computerized axial tomography scan and unspecified blood test were performed for which the results were not reported. After three days, she was discharged with ciprofloxacin 500 mg twice daily for a week.the events did not resolve. This report was assessed as serious (medically significant and hospitalization). The company causality was assessed as possible.

Event description:
This spontaneous report was received on (B)(6) 2011, from a reporter and concerns a female consumer (age unspecified) from (B)(6). This was a foreign report for an international device that was being submitted as similar to a united states marketed device. The medical history and the concomitant medications were not reported. On an unspecified date, about three and a half weeks prior to reporting, the consumer started using o.b applicator tampon for menstruation (route-vaginal, lot number 80751152 and expiration date unspecified). Approximately three weeks back, she experienced stomach pain and fever. On (B)(6) 2011, she visited emergency room where she was treated with morphine and two types of unspecified antibiotics. About twenty minutes prior to reporting, the tip of plastic cover of the tampon got discharged from her vagina during a hot bath. She had felt like she was in labor and did a push which resulted in the tip of the plastic cover being discharged which was accompanied with foul odor. Reportedly, it was inside her body since her last menstrual period, which was three and a half weeks ago. Also, she stated that the tampon cello came out in three separate pieces. After an unspecified duration, the use of the device was discontinued and the outcome of the events was unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible. Additional information received from legacy review. The case was considered as reportable malfunction in the united states.

Event description:
This spontaneous report was received on (B)(6)-2011 from a reporter and concerns a female consumer (age unspecified) from (B)(6). This was a foreign report for an international device that was being submitted as similar to a united states marketed device. The medical history and the concomitant medications were not reported. On an unspecified date, about three and a half weeks prior to reporting, the consumer started using o.b applicator tampon for menstruation (route-vaginal, lot number 80751152 and expiration date unspecified). Approximately three weeks back, she experienced stomach pain and fever. On (B)(6)-2011, she visited emergency room where she was treated with morphine and two types of unspecified antibiotics. About twenty minutes prior to reporting, the tip of plastic cover of the tampon got discharged from her vagina during a hot bath. She had felt like she was in labour and did a push which resulted in the tip of the plastic cover being discharged which was accompanied with foul odor. Reportedly, it was inside her body since her last menstrual period, which was three and a half weeks ago. Also, she stated that the tampon cello came out in three separate pieces. After an unspecified duration, the use of the device was discontinued and the outcome of the events was unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible.

Manufacturer narrative:
(B)(4). This report is being submitted to correct the initial manufacturer report number previously submitted on (B)(4)-2012 from 2214133-2011-00013 to 2214133-2012-00001. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The sponsor has revised its standard operating procedures for MDR reporting and believes that these events should be reported. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.